Event description:
Pre-op diagnosis: abdominal pain/ abnormal CT scan with infected mesh hematoma and possible bowel fistulization. Postoperative diagnosis: mesh infection with supra- and infra-fascial collections of pus, abscess, infected mesh, fistulized or severely adherent small bowel to the mesh and the abscess. Operative procedure: laparoscopy, covered to laparotomy, laparoscopic placement of gastric tube in the remnant using a 20-french foley, open small bowel resection, removal of mesh, partial omentectomy, wound packing and drainage of intra-abdominal abscess as well as subcutaneous abscess. Post-op dx: small bowel obstruction and abdominal wall infection mesh infection. Procedure: laparoscopy, excision of mesh, drainage of intraabdominal abscess, bowel resection x 4.